Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history/bd product reference (material number) are unknown, investigation cannot be performed as a sample is required to investigate further. H3 other text : see h.10.

Event description:
It was reported that plunger movement is difficult and pen not working correctly with an unspecified bd pen needle. The following information was provided by the initial reporter: nurse, via email for a consumer, it's really hard to push down the top piece." "I did check the white marks line up and pen is on tight." "It's just not working right."

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that plunger movement is difficult and pen not working correctly with an unspecified bd pen needle. The following information was provided by the initial reporter: nurse, via email for a consumer, it's really hard to push down the top piece." "I did check the white marks line up and pen is on tight." "It's just not working right."